Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the reported incident and the returned device. A review of the device history records for s/n (B)(4) found no discrepancies from released and operating procedures or conditions that could contribute to the event .the review of the complaint history for the associated complaint product found similar events in the last three years for the involved part number. This complaint will be recorded for tracking and trending purposes. Visual inspection of the returned controller found no physical abnormalities. Functional evaluation found that the controller would exhibit a system hardware fault upon start-up. The complaint was verified and the root cause was determined to an electrical component failure. Factors that can lead to a system hardware fault includes: (1) component failure / break down, (2) vibrations during transportation or handling of the unit causing components to become loose or damaged, or (3) power surge to the controller causing component damage. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.

Event description:
It was reported that during the surgery the device had a hardware fault. No significant delay or patient injury reported. The surgery was completed with a competitor rf control box, arthrex since no backup device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.